Manufacturer narrative:
Concomitant medical products: tffb-26-82-zt/ 8296960 (left approach). Zsle-13-122-zt/ 8589243 (contralateral). Zsle-13-74-zt/ 8501722 (contralateral). Zsle-13-90-zt/ 8077818 (ipsilateral). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an (B)(6)-year-old male patient underwent evar by left approach. The patient was judged to be not suitable for the procedure due to the bilateral common iliac artery aneurysm (bil. Ciaa). However, evar was selected because it would have been highly risky to perform abdominal open surgery due to the patient's advanced age. The diameter of access vessels was deemed appropriate for the procedure. It was reported that a part of the left external iliac artery had calcification but there was no significant tortuosity of the patient's vessels were noted. The shape of the neck anatomy was noted to be normal with no specific anatomical form observed. The patient did not have anti-platelet or anti-coagulation therapy before or after the evar procedure. However they were administered (act 200 ~250) of heparin during the evar procedure. The procedure was conducted as follows; placing tffb-26 -82-zt , zsle-13-122-zt + zsle-13-74-zt contralateral, and zsle-13-90-zt ipsilateral. Placing two contralateral leg grafts had been planned prior to the procedure since the physician thought placing only zsle-13-122-zt would be short. A coda (32mm-120cm) was used in the proximal neck and connection between main body, and the distal necks of the right and left iliac legs during the procedure. The exact volume used to inflate the balloon is unknown but appropriate volume was applied. After balloon touch-up, unknown type endoleak from the ipsilateral iliac leg graft was confirmed with the final confirmatory angiography as much as breakage of the graft was suspected. Therefore, a zsle-13-90-zt / lot# 8077818 was placed, resolving the endoleak. There have been no adverse effects to the patient reported. As reported, no image is available and the device will not be returned.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation/evaluation: the device was not available for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A document based investigation has been performed including a review of the provided imaging, instructions for use, manufacturing instructions and quality control data. A review of the device history records for complaint device lot number 8032895 revealed no non-conformances related to the reported device failure. Implantation angiography and both pre-and post implantation ctas were provided for review. The endoleak was transient, multifocal, small volume, not limited to just the left zsle. The endoleak was after the peak arterial bolus, persisted in the sac long after the bolus, and did not drain from the sac via a large patent inferior mesenteric artery or lumbar arteries. After implantation of the second zsle through the left, ipsilateral leg, the endoleak improved but did not resolve. Endoleak was still present around the distal main body. Outflow was limited by bilateral internal iliac exclusion from the sheaths and kinking from iliac tortuosity around the sheaths. Right iliac filling was significantly delayed compared to the left. Near static outflow on the right was demonstrated on the initial completion angiogram by, to and from movement of an embolism in the right leg proximal zsle. Very prolonged flow around the left sheath indicated restricted left external iliac artery outflow. Because follow up angiography demonstrated resolution of the endoleak surrounding the main body on completion angiography, the endoleak emanating from the left zsle and possibly through the left gate leg junction would have also likely resolved without an additional stent. The lumen remained widely patent despite the additional stent. The left zsle wire structure was normal. There was no evidence of overdilation on molding balloon inflation. The stent measured 13mm in diameter. Impressions of the imaging reviewer: although a type ill endoleak is confirmed, the endoleak was a combination of provoked type iii suture hole endoleaks and possibly provoked type iii component endoleak. Had a large endoleak such as a fabric tear been present, the leak would have occurred simultaneously with peak arterial enhancement, rapidly washed out from un-opacified blood flowing through the tear, and been forced into a large patent inferior mesenteric artery and lumbar arteries. Endoleak was provoked primarily by limited outflow but also likely aggravated by anticoagulation. Resolution of persistent endoleak surrounding the main body indicates that the left zsle endoleak would have likely resolved without an additional stent. The additional zsle did not limit the left leg lumen on follow up cta. Based on the information in the image review, endoleak was provoked primarily by limited outflow (due to sheath kinking due to iliac tortuosity) and likely aggravated by anticoagulation. Based on the above information the endoleak is likely a type iiia and a type iiib endoleak, which is likely an adverse event related to patient condition (due to tortuosity and reported calcification) and procedure related (due to aggressive anticoagulation). A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.